Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The users hearing performance with the device was affected. Reportedly the user experienced a trauma. After this incident affected channels were noticed during a routine fitting. There was no degradation of health, swelling or redness above the implant housing. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user was seen for a routine fitting on (B)(4) 2019 in situ measurements showed affected channels. Her parents reported that she had fallen on her head a week before.